Manufacturer narrative:
Images from the surgery and a complete set of dicom image slices were sent to medtronic technical services. After review of images, tech services believed these images look as expected when using a metal bed. When patient thickness setting was on xl, the image quality looked better. It was confirmed that the metal bed was the problem, and the site plans to replace it with a radiolucent table. A medtronic representative performed a system checkout. The system passed all software and hardware testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that during a spinal fusion surgery, the o-arm images had metal artifact and "vinyl textures." The rep said they were using a metal table. They ran two scans, one with the patient thickness setting on s (small) and another with the patient thickness setting on xl (xlarge). Both images are hd3d. Navigation was not used for this case. The surgeon proceeded to make the pin insertion manually and checked position with the xl o-arm image. This caused no delay or adverse consequence to the patient's outcome.

Manufacturer narrative:
Patient identifier provided.corrections provided to d8 and g3. D10 and h3 should have been left blank on the initial MDR.